Event description:
It was reported that the battery pocket got infected. The surgeon explanted the implantable neurostimulator (ins) and extension. Once the infection cleared, the patient would be re-implanted with a new battery and extension. Four days later, there was no update on the patient. At the time of the report, the patient only had a lead implanted, so was not receiving any therapy. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was re-implanted with a new extension and implantable neurostimulator (ins). The patient was receiving therapy and doing well.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 1998 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3387-40, lot# n24846a, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient was doing better with the infection. The patient was scheduled to be re-implanted with an implantable neurostimulator (ins) and extension on (B)(6)-2014.